Event description:
This ra lead was implanted on (B)(6) 2016 and remains implanted at this time. A call to technical services placed on (B)(6) 2016 stated that this lead had oversensing issue. The noise looks very cyclical like from some external source. The physician was dr. (B)(6) at (B)(6) hospital and medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).